Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported to have had low blood glucose and woke up with blood glucose of 200 mg/dl. It was reported that customer received medical assistance in the past due to blood glucose.